Manufacturer narrative:
Approximate age of device - 2 years, 11 months. A direct correlation between the device and the reported event cannot be conclusively determined. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient went to the hospital with a fever of unknown origin. However, after a week of heparin treatment the patient¿s ldh and plasma free hemoglobin had yet to decrease so integrilin was added amid concerns of device thrombus. The patient developed an intracerebral bleed and a burr hole was placed. The patient recovered in the cicu and was transferred to a step down unit. While the patient was recovering they were removed from all anticoagulation/anti-platelet medication. On (B)(6), the patient was re-started on heparin. The patient then experienced a non-occlusive cerebral embolic event, but recovered within an hour. The patient¿s ldh has since decreased to 419 u/l. It was reported that the patient is not a re-implant candidate. The patient remained ongoing on vad support and no further related issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient went to the hospital due to a fever of unknown origin. The lvad system was producing elevated parameters. A ramp echocardiogram showed the lv was not decompressing. Lactate dehydrogenase (ldh) was 1000 u/l. The patient was admitted with possible device thrombosis and a high dose of heparin was initiated. After a week, the ldh and pfh had not come down with heparin alone, so integrelin was added. The patient then developed an intracerebral bleed for which a burr hole was placed. The patient recovered in the cardiac intensive care unit and was then transferred to step down where the patient recovered and was removed from all anticoagulation and anti-platelets. On (B)(6) 2018, heparin was initiated. The patient then experienced a non-occlusive cerebral embolic event last night and recovered rapidly (within an hour). The ldh had decreased to 419 u/l. No additional information was provided.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01654.